Event description:
Per tm ,nit worked fine and then recently began giving incorrect p-waves¿showed optimal p-waves about 5 cm from svc.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) no other similar product complaint(s) from this serial number.